Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 10 mg/ml ; 0.999 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as multiple back operations. The event date was (B)(6) 2015. At a pump revision the healthcare provider (hcp) aspirated the catheter access port (cap) to check patency and then primed the system. A priming bolus programming error occurred and the patient experienced an overdose. The bolus volume was entered incorrectly. The pump tubing volume of 0.199 ml and the catheter volume was primed. The prime duration was 28 minutes and it had been 45 minutes since the pump was updated. The patient received approximately 25 percent of the daily dose in the 28 minute bolus. The nurse staff was made aware and the patient was monitored. The patient was discharged that afternoon. (See manufacture report #3004209178-2015-22869 regarding pump revision) the lot number of the morphine, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician.